Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the catheter was prepared in standard fashion and well hydrated. At the end of the procedure, the catheter was removed from the eca with aspiration via a 20ml syringe. Biaxial system. 2 separate microcatheters were used to individually target branches of the mma. Nbca was used, hence the microcatheters were removed after each injection and discarded. No non target embolisation. Injections were done with pumps injectors (for all cases and types of catheters). Pictures of this catheter was not taken, had to rush straight into a stroke case.

Event description:
Medtronic received information that a rist catheter ruptured with liquid embolic gule and was broken. After the procedure on removal of the rist guide catheter it was noted that the distal end of the catheter was damaged and looked like the inner coil was damaged and the outer layer broken. There was no friction or difficulty during delivery. Aside from the rupture, there was no damage to the catheter. The damage was found during use. The catheter was not entrapped or stuck. The catheter was not stuck in the guide catheter. No surgical or medical intervention was required.  The patient was undergoing embolisation of the middle meningeal artery for chronic subdural hemorrhage. Vessel tortuosity was minimal. The access vessel was the external carotid artery. Vessel tortuosity was not remote. No patient injury or symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.